Event description:
The patient reported that the v-go fell off and that the needle stayed loose and rubbed her skin causing some bleeding. The patient confirmed that she has been under v-go therapy for 3 months. The patient mentioned that the device fell off several times after using the device for 3-4 hours. The patient indicated this happened about 5 times since day one, mostly during the month of march. The patient placing the v-go on her arms. The patient confirmed she is aware that the area should be free of excessive hair, lotions and oils. The patient confirmed that she always removes the liner completely without touching the adhesive pad. The patient confirmed that she cleans the skin before placing the v-go with alcohol wipes, let it dry and then applies the v-go. The patient indicated that those events are not related to exercises, clothes interference, movements or bumps. The patient stated that she does not sweat a lot. The patient discarded all v-go's in question.